Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty cycler with cycler set and the adverse event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty cycler or cycler set. Additionally, there are no allegations of a device malfunction or cycler set leak reported for this event. Peritonitis is a known complication of pd therapy as end stage renal disease patients have a decreased immune system and dialysis itself has the potential for microbial contamination. Based on the available information and no report of any device or set issue, the liberty cycler and cycler set can be ruled out as the cause of the peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the contact reported that the patient currently has peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was diagnosed with peritonitis on an unconfirmed date. Pd effluent cultures were not available, however, the pdrn stated a second culture needed to be drawn. The patient was prescribed antibiotics (type, route, dose, frequency and duration unknown). The patient did not require hospitalization for this event. The cause of the peritonitis was not confirmed. Additional details surrounding the patient¿s peritonitis event were requested, however, not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.